Event description:
It was reported that the customer had low and high blood glucose levels ranging from 30mg/dl-485mg/dl. Customer also stated that the insulin pump was not delivering the programmed about of insulin. Customer's blood glucoe level at the time 161mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).